Event description:
It was reported that during a routine visit, consistent high impedance measurements were observed. During explant, a fracture was found on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an external insulation abrasion from 13.5 cm to 14 cm and from 15 cm to 15.4 cm from the connector pin. The rv, svc, and ring electrode cables were exposed. This abrasion was due to friction to the ICD can. An inside-out abrasion was noted from 10.9 cm to 12 cm and from 9.2 cm to 10.1 cm from the helix tip. The ring electrode and rv cables were exposed. An ins side-out abrasion was also noted underneath the svc shock coil between 20 cm and 20.1 cm from the helix tip. The rv cable was exposed.